Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00231 on 07-aug-2023. Additional information (07-aug-2023): quality control (qc) imprecision was observed on the customer's atellica ch 930 analyzer, and in some instances, recovery was outside expected ranges. For the co2_c sample in question, the instrument data showed that the initial and repeat results were processed using the same reagent pack/well indicating the issue is not related to the co2_c reagent or a specific reagent pack/well. A customer service engineer (cse) was dispatched to the customer's site. The cse observed erratic performance by both the sample and reagent mixers. The cse replaced the sample and reagent mixers and aligned. The cse ran service methods post mixer replacement and all results were within acceptable limits. The cause of the event was a mixer related issue. The investigation findings and investigation conclusions codes in section h6 were updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An erroneous, falsely elevated concentrated carbon dioxide (co2_c) result was obtained a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated for co2_c on the same analyzer, recovering lower. The lower result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Siemens is investigating the issue.